Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received open book image on screen. Customer¿s blood glucose was unknown. Customer stated that insulin pump started alarming with red x with arrow pointing to a book when she was in the pool. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.